Event description:
The initial MDR noted the preliminary review indicates that this was due to an ipc connection leak.likely a damaged ipc grommet.this did stop an active infusion. However, this was reassessed as a pressure sensor board failure. The pump was returned for investigation. During investigation, the pump was powered on and completed startup tests without any pump problem alarms being produced. The pump was then ran through final acceptance testing to test flow, pressure and alarms created by any occlusion. The pump successfully completed the final acceptance testing and mock infusion. The pump was reverted back to bring up mode to test the pneumatic systems with functional 2 testing. Functional 2 testing was completed without any error during basic recharge and basic hardware tests.

Event description:
Customer reports the following: biomed reported multiple air in line alarms. And cassette reload. Waiting for confirmation that pins are clean, if happened during an active infusion and no patient harm. Preliminary review indicates that this was due to an ipc connection leak. Likely a damaged ipc grommet.. This did stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.